Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the cage was discarded no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of all applicable risk related documents revealed that k2m addresses potential backout concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint trends related to this cage and backouts did not reveal any contributing information.

Event description:
L3-l4 aleutian lateral cage backed out laterally approximately 50 percent of the way roughly two months post-op. Pt was revised.

Manufacturer narrative:
X-rays and implant were requested by manufacturer. Attempts to obtain the x-rays are underway however the implant will not be available for evaluation.